Event description:
It was reported that on (B)(6) 2014, an intubated patient was wearing an anchorfast endotracheal tube fastener device. This original device was due to be changed after a 5 day weartime. The respiratory therapist removed the original anchorfast device and began installing a new anchorfast device. When placing and applying the anchorfast to the patient the cheek pad fell off of the device. Another anchor fast device was then applied. There was no injury and the patient did not extubate. The respiratory therapist noted several other anchorfast boxes with the cheek pad separated from the device that were still in the packaging.

Manufacturer narrative:
The design history records were reviewed and found to be complete and accurate. A complaint trend analysis was performed from (B)(4) 2011 to (B)(4) 2014 and found no obvious adverse trends.